Event description:
Reportedly, on (B)(6) 2022, the pacemaker could not be interrogated. The device was implanted two years ago and the estimated residual longevity displayed during the previous follow-up three months ago was indicating greater than 3 years. On (B)(6) 2022, the impossibility to interrogate the pacemaker was confirmed and a message indicating communication error was displayed on the programmer screen. The magnet test was performed and revealed a rhythm of 81 bpm. The pacemaker was explanted on (B)(6) 2022 and the patient is not depending on pacing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2022, the pacemaker could not be interrogated. The device was implanted two years ago and the estimated residual longevity displayed during the previous follow-up three months ago was indicating >3 years. On (B)(6) 2022, the impossibility to interrogate the pacemaker was confirmed and a message indicating communication error was displayed on the programmer screen. The magnet test was performed and revealed a rhythm of 81 bpm. The pacemaker was explanted on (B)(6) 2022 and the patient is not depending on pacing.